Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented to the hospital due to product performance issues. Upon clinical evaluation, troubleshooting actions were performed and it was noted that the device did not inflate and the pump remained flat; therefore, a replacement surgery was decided. During surgery, a kink-resistant tube break was identified. The entire ipp was removed and replaced with a new device. No patient complications were reported.